Manufacturer narrative:
Device analysis of the react-71 catheter (model: react-71 lot: a909800) indicated the react-71 catheter body was found accordioned between ~18.0cm to ~4.0cm from the distal tip. The catheter was found partially broken at ~19.5cm from the distal end. The solitaire platinum could not be pulled out from within the react-71 catheter as resistance was encountered. Based on the device analysis and reported information, the customer¿s reports of ¿catheter resistance¿ and ¿resistance during retrieval¿ were confirmed. The accordioning and break on the react-71 catheter likely contributed to the difficulty retrieving the solitaire platinum revascularization device. In addition, the catheter tip and marker band were found crushed. Possible causes for catheter damage are patient vessel tortuosity, catheter entrapment, user operational context if user advances or retrieves intraluminal device against resistance, solitaire platinum device removed aggressively. It is also possible that the coagulated blood contributed towards the resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire platinum was stuck in the react-71 microcatheter. The patient was undergoing surgery for treatment of ischemic stroke in the m1. It was noted the patient's vessel tortuosity was severe. It was reported that after three passes, the solitaire was withdrawn into the react microcatheter and both were removed from the stryker infinity guide together. Both the nurse and the inr attempted to remove the solitaire from the react-71 but were unable to do so. There was no damage noted to the catheter or solitaire pushwire. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a stryker infinity sheath. Analysis results indicated the react catheter had a break.